Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. No damages were noted to the soft cannula, housing, or the formed needle under magnification that could have contributed to the reported infusion site event. The exact cause of the reported infusion site event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 306 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent.